Event description:
The patient was hospitalized for pain once in (B)(6) 2014. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37761, serial# unknown; product type recharger product ID 3777-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n330051, implanted: 2012 (B)(6); product type accessory. (B)(4).